Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the manufacturer representative (rep). The rep reported the patient had be en refilled and their spasticity decreased. The patient would be monitored in the hospital for a few days and was discharged. The patient would be monitored on a weekly basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's symptoms that they had when the pump was empty had returned. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) and patient, via a manufacturer representative (rep), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and head/brain injury. Information received reported the patient went to the hospital on (B)(6) 2019 with increased spasticity. On (B)(6) 2019, the rep went to aspirate from the pump and did not pull any drug out. The rep confirmed that no alerts or alarms were seen when interrogating the pump/logs. The rep stated they did a refill on the date of this call and sent the patient home. It was noted that the patient had been due for a refill. Additional information was received form the rep stating the patient had complained of spasms on (B)(6) 2019. The rep confirmed that the patient cancelled an appointment earlier in the month and on (B)(6) 2019, they would be doing a pump replacement in fear that the pump had been dry for 3 plus weeks (damage to pump). No further information was provided.